Manufacturer narrative:
Product complaint #: (B)(4). H3 evaluation: upon visual inspection of the pictures, it was observed the sales unit box appears with the labels and state that 6 devices were packaged. However, no conclusion could be reached as the box was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a single package of the device does not comply with the current standards. It was reported that there is no sticker on the inner packaging. There were no adverse patient consequences reported.